Event description:
A hosp reported that the temp displayed by the respiratory humidifier increased rapidly to 38.8 degrees celsius. It was also reported that this temp increase would have affected the ventilation cycle of the pt. The pt was intubated at the start of therapy and prior to the event. According to the report, the pt's ventilation cycle would have desynchronised with the ventilation cycle. The device was used with a breathing circuit on a servo I ventilator. It has been reported by the head nurse that during this night, the filter on the expiratory valve would have been replaced 2 times. She also reported that condensation was in the circuit. It seems that this ICU has air conditioning. The temp of the room where the pt was located had not been recorded. The nurse stated the problem reported on the ventilation would have caused an abnormal increasing of the intracranial pressure (value 35 mmhg, the normal value is about 10 mmhg). The pt is stable now.

Manufacturer narrative:
We are awaiting the return of the complaint device to the mfg site to complete our investigation. Info provided is based on the event description and previous experience. Results: the humidifier was checked by our svc dept and passed the standard performance and electrical safety checks. The rapid increase in temp on the humidifier to 38.8 degrees celsius suggests there was a spike in gas flow. The statement that this temp increase affected the ventilation cycle would actually be the converse. The ventilator would have caused the increase in temp. The replacement of the filter twice during the night and the mention of condensation in the tubing suggests excess condensation was building up in the circuit. This could have affected the ventilator gas flow. The relationship to ventilator operation is yet to be established. Conclusion: the nature of this event makes it difficult to provide any conclusions at present. A f/u report will be provided.